Manufacturer narrative:
(B)(4). The analysis found that one device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: confirmation received from the customer that the drain was inserted as a result of the staple line failure, and is not a routine part of the procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, stapler applied to stomach and firing mechanism released by surgeon in order to cut and staple. It was noted that the staples had not completely closed, staple line not secure which resulted in minor bleeding. Device was removed from the operative field, and the surgeon finish the anastamosis with sutures instead of staples. Staple line along the stomach was secured with sutures and drain inserted. There were no adverse consequences for the patient reported.